Event description:
Cnsumer claims to have had ear pierced with the inverness ear piercing system at a retail vendor in 2002. Sought medical attention in 9/02 for redness and infection of the piercing site. Oral antibiotics were prescribed but were not completed. In 10/02, consumer was admitted to the hosp where an incision and drainage was performed and i.v. Antibiotics were administered. Consumer was discharged in 10/02. Follow up oral antibiotics were prescribed.